Event description:
It was reported that the handpiece overheated during routine maintenance testing by the MFR. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has been rec'd at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.